Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. A 1.5mm x 20mm x 142cm sterling es balloon catheter was selected for plain old balloon angioplasty and was advanced to the lesion without resistance. Once to the lesion the balloon was successfully inflated to 8 atms. On the second inflation, the balloon ruptured at 14atms the device was removed from the patient intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).